Manufacturer narrative:
(B)(4). During investigation the reported failure could not be duplicated and a different failure was found. The inside of the case, battery terminals and the printed circuit board assembly (pcba) contained corrosion. The spo2 pcba was damaged from the corrosion and was replaced with a test pcba. The device works as designed with the test pcba. The reported failure of "unit display missing segments" was not verified. However, the reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The customer reported that during an equipment check performed the previous week by the biomed, the n65 pulse oximeter was missing display segments. There was no patient involved.